Manufacturer narrative:
Updated fields: d9, h3, h4, h6, h10. Corrected fields: b3, b5, b6, h6 (problem code). Correction to b5: the narrative has been updated to remove informaiton unrelated to the reported event. Correction to b6: added identified bacteria that was inadvertently missed on the initial. Correction to h6 problem code: "2896 - communication or transmission problem" should be removed as this report is only for the contamination. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the test performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 0 cfu. No bacteria was detected. The device evaluation was conducted and the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Regarding the report that the scope was used on 4 patient cases after being culture tested and before positive results were received; it is believed that there was a difference in understanding regarding the handling of equipment between olympus's recommendations and the user facility. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issues were found after manual cleaning during reprocessing. There may have been water in the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Event description:
The customer reported to olympus that the gastrointestinal videoscope tested positive for an unexpected contamination and an e315 unsupported scope error message was displayed. The issues were found after manual cleaning during reprocessing. There might had been water in the device. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and the scope tested positive for 30 colony forming units (cfu) of gram-positive cocci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope was used four procedures while waiting for the hmi result. Please refer to the following related patient identifiers: (B)(6). E315 error messages were found on several scopes at the site. Please refer to the following related patient identifiers: (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The scope was used in four procedures while waiting for results after being sampled. The device was quarantined after the positive results were received. The scope was used and reprocessed prior to being sampled. The scope was last reprocessed on (B)(6) 2023. The scope was stored in a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.